Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead had high thresholds in many different places and the end was worn after changing positions so many times. The lead was not implanted. No patient complications have been reported as a result of this event.